Event description:
Information was received indicating that during testing a cadd legacy 1, mdl 6400, pump alarmed ?no disposable, clamp tubing. No patient involvement.

Manufacturer narrative:
Other, other text: d5: unknown e4: unknown h6: updated h10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The device appeared to have a scratched screen. Upon function testing, the reported problem was duplicated. The root cause of the reported problem was a defective downstream occlusion sensor. The downstream occlusion sensor was replaced to resolve the issue. A manufacturing DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.